Event description:
It was reported that during a routine device change out, the pulse generator exhibited loss of output. The patient was asystolic and the replacement was completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.